Event description:
It was reported that a black liquid came out of the inside of the channel on the hysterovideoscope. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of black liquid emanating from inside the channel was confirmed. During the device evaluation, the following reportable malfunctions were identified: foreign objects were found in the c-body, corrosion was present on the electrical contacts of the video connector, and corrosion was also observed on the venting connector of the light guide connector. Based on the investigation findings, the presence of foreign objects in the c-body was confirmed to be the result of a leak failure, which is considered a contributing factor to both the event reported by the customer and the additional malfunctions identified. The nature of the foreign objects could not be determined. Should additional relevant information become available, a supplemental report will be submitted accordingly. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.